Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that the aspiration valve (viev1) was partially occluded. The cause of the discordant, falsely low alp_2c results on patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely low concentrated alkaline phosphatase (alp_2c) results were obtained on patient samples on an advia 2400 instrument. The samples were repeated and the results were normal. It is unknown if the samples were repeated on the same instrument or on an alternate instrument. It is unknown which results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low alp_2c results.

Manufacturer narrative:
The initial MDR 2432235-2016-00359 was filed on july 12, 2016. Additional information (06/29/2016): while a siemens customer service engineer (cse) specialist was at the customer site, the cse cleaned the aspiration valve (viev1) as it was partially blocked. The cse ran quality control, which was acceptable. The cause of the discordant, falsely low alp_2c results on patient samples was due to the blockage of viev1 valve. The instrument is performing according to specifications. No further evaluation of the device is required. Additional information (07/13/2016): the customer stated that the initial results were <5 iu/l. The samples were repeated on the same instrument and the results were around 100 iu/l. Discordant, falsely low alp_2c results were not reported to the physician(s).

Event description:
Discordant, falsely low concentrated alkaline phosphatase (alp_2c) results were obtained on patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and the results were normal. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low alp_2c results.